Event description:
The initial reporter questioned high results for multiple patient samples tested for ise indirect na for gen.2 on a cobas pro ise analytical unit. On (B)(6) 2023 the customer replaced the ise electrodes and calibration and qc were acceptable. On (B)(6) 2023 the customer measured patient samples and noted differences between the initial result and the repeat result. Discrepant results were provided for 1 patient sample. The initial result from the instrument in question was 148.5 mmol/l. The repeat from a different instrument was 142.8 mmol/l. The sample was repeated 3 times on the instrument in question with results of 148.0. Mmol/l, 142.8 mmol/l and 142.6 mmol/l.

Manufacturer narrative:
On (B)(6) 2023 the ise check results showed issues with na. On (B)(6) 2023 qc was low for na but after repeating qc, the result was acceptable. On (B)(6) 2023 the ise check results showed issues with na. On (B)(6) 2023 the customer replaced the na electrode. After replacing the na electrode, the ise check results were acceptable, calibration and qc were acceptable and there were no more differences between the initial and repeat results for patient samples. The ise check results alerted the customer to issues with na. Replacing the na electrode resolved the issue.